Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that there was defective air delivery while using the gastrointestinal videoscope. The issue occurred during the diagnostic procedure, and it was completed. There were no reports of patient harm. The device was returned and evaluated; the nozzle had foreign objects due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: adhesive on bending section cover had white-clouded area; adhesive around light guide lens was peeled; protector of universal cord on suction connector side had a scratch; and connecting tube had a dent. Due to clogging of nozzle, the air supply volume does not meet the standard value. Due to clogging of nozzle, the water supply volume does not meet the standard value. Due to clogging of nozzle, the water removal ability does not meet the standard value. Due to wear of angle wire, the bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob is out of the standard value. The cleaning, disinfection, and sterilization (cds) was performed by the customer before it was sent back to olympus for repair, the customer did not know when the foreign material may have adhered to the endoscope or what the material may be. There was no delay in the start of precleaning. The customer flushed the air/water nozzle with water and air. The customer flushed the air/water nozzle/channel with the detergent solution. It was unknown whether the customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes or sponges. It was unknown if there were any abnormalities in the accessories used for reprocessing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.